Event description:
It was reported that medical images identified the left cylinder of this tactra device perforated proximally; therefore, surgical procedure was performed to fix the perforation and remove and replace the cylinder. No further information was provided.